Event description:
The service center reported that the n65 monitor display was missing segments. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4). Covidien service dept verified that the n65 monitor was missing segments. Isolated the problem to the user interface (ui) printed circuit board) and the liquid crystal display.